Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed, and the reported failure (error c-34 on start) was confirmed and reproduced. The unit was place on an in-house system and was run in normal mode. The unit had no significant scratches or dents. The front bezel was not cracked.

Event description:
It was reported that during a da vinci-assisted nephroureterectomy surgical procedure, the customer informed the intuitive surgical, inc. (Isi) technical support engineer (tse) that they had repeated errors. The customer stated that the c-34 errors occurred on the integrated electrosurgical generator unit (iesu). Prior to calling in, the customer had tried a new instrument and monopolar cord. The tse inquired if the customer tried both monopolar ports, but they had not. The customer then power cycled the iesu. The customer tried the second port and the error appeared again. The customer brought in another vision side cart (vsc) and was able to fire monopolar energy after the system powered on. The procedure was converted to another da vinci surgical system with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the procedure was completed robotically with the other vsc.